Event description:
Boston scientific received information that that a lead procedure was performed for an unknown lead issue. No adverse patient effects were reported.

Event description:
Information was later received that the lead procedure was performed as a result of dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.